Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve rectal temperature monitor (rtm) was used in a procedure to treat benign prostatic hyperplasia (bph). According to the complainant, during the procedure, the rtm was giving faulty temperature readings and working sporadically. The physician completed the procedure with another prolieve rectal temperature monitor. There were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The lot number could not be confirmed; therefore, the manufacture and expiration dates are unknown. The device history record (DHR) was reviewed on the lot number stamped on the returned device; no anomalies noted. The visual examination of the device revealed no separations, breakage or imperfections. The functional test of the prolieve rectal temperature monitor revealed that the device was .2 degrees over the set point. The complaint was partially confirmed. No sporadic readings were noted. The most probable cause for the failure is wear and tear.